Event description:
It was reported that a patient presented to clinic for a regular generator change. There was noise noted on the right ventricular (rv) lead prior to the procedure. During the procedure, the physician observed an insulation breach on the rv lead and repaired the insulation. The patient condition was stable following the procedure.